Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted 5 days post implant due to lead perforation. Also, patient went to emergency room with syncope symptoms and was not feeling well. A new lead was implanted. This rv lead was not returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis cannot confirm perforation by product analysis. Further, known inherent risk was selected based on the field report of perforation or pericardial effusion or cardiac tamponade which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead was explanted 5 days post implant due to lead perforation. Also, patient went to emergency room with syncope symptoms and was not feeling well. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis cannot confirm perforation by product analysis. Further, known inherent risk was selected based on the field report of perforation or pericardial effusion or cardiac tamponade which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations. This supplemental correction report was created to capture updates on h6: patient codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted 5 days post implant due to lead perforation. Also, patient went to emergency room with syncope symptoms and was not feeling well. A new lead was implanted. No additional adverse patient effects were reported.